Manufacturer narrative:
The device was not returned to olympus for analysis. Troubleshooting was performed with the reporter and following discussion and troubleshooting it was found that they were using serial digital interface (sdi) as the input. It was found that the sdi was going into the video input. To rectify the situation, the sdi input cable was put into the sdi input connector. Following troubleshooting steps, the issue initial report of no image was rectified. Olympus will continue to monitor complaints for this device.

Event description:
The user facility reported that the device has no image. The reporter did not confirm any patient involvement. Olympus is attempting to gather additional information related to this report.

Manufacturer narrative:
This supplemental report is being submitted to provide the trend analysis and investigation conclusion. The root cause of the reported issue was identified to be due to cable was inserted incorrectly. As there is no malfunction, it was concluded that the reported phenomenon was due to handling issue. Olympus will continue to monitor complaints for this device.